Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding, and infection could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09sep2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU, ¿introduction¿, lists adverse events such as bleeding, and infection (local, driveline, and pump pocket) that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had bloody purulent drainage from their driveline exit site after having a very active day. They were prescribed oral keflex (cephalexin). The patient's driveline infection became worse and they were admitted on (B)(6) 2022 for intravenous antibiotics. The patient required an incision and drainage on (B)(6) 2022 and possible repositioning of the driveline.